Event description:
It was reported by the customer, the insertion tube on the evis exera ii gastrointestinal videoscope was damaged and leaking. No patient harm reported. During the evaluation of the device, it was noted the insertion tube had foreign objects due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the insertion tube had foreign objects due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issues were not confirmed. The protector of the universal cord on the s-connector side was damaged. The connecting tube had a cut. Due to a pinhole on bending section cover, water tightness was lost. Due to deformation of electrical connector guide pin, water tightness was lost. The s-connector was shaved. The grip, color ring, and plastic distal end cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.